Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of failure to charge is confirmed. Although the unit shows 100% battery, it shuts off abruptly when unplugged from ac power. The battery led also blinks red when plugged in and powered on. The root cause of the reported failure was identified as an internal failure within the lithium-ion battery. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: battery is not charging fully. (B)(6) 2021: abrupt shutdown confirmed during evaluation.